Event description:
10/9/98 while attempting to initiate dialysis with 20 cm niagara dialysis catheter (bard) when aspirating from venous lumen, "air" heard. Treatment started - blood oozing but from venous hub. Treatment stopped. All blood returned via arterial lumen. Catheter out 2 inches when surgeon arrived. Rt catheter removed without problems. 20 cm niagara placed on lt femoral area.